Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is completed.

Event description:
It is reported that the device was implanted in 2007. Post-op the pin that combines the components had separated, and was not snapped in. The surgeon said he heard a "click" during implantation. The device was revised the following month.